Manufacturer narrative:
Batch review performed on 09 july 2025: lot 2210001: (B)(4) items manufactured and released on 15-jun-2022. Expiration date: 2027-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2024, the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem, head and liner with another medacta stem, head and liner, and complaint (B)(4) was filed. MDR 3005180920-2024-00190 and 3005180920-2024-00190 fu1. On (B)(6) 2025, the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with a competitor's components and revised the medacta liner with another medacta liner. The surgery was completed successfully. Complaint (B)(4) filled. MDR 3005180920-2025-00204. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the competitor head and medacta liner and cup. The surgery was completed successfully. The cup was revised just because the surgeon wanted give it different positioning/inclination/version this time.